Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow up visit, lead dislodgement was observed on the rv lead. Patient complained of chest pain. Lead had an out of range, decreased r-wave amplitude and no capture at high output. Lead was explanted a new lead was implanted. Patient was stable post procedure and will continue to be monitored.